Event description:
Title: pain pump leakage. Pump began to leak immediately after placement of medication into the pump. The pump was never attached to the pt. It was replaced with a new unit. The leakage occurred where the tubing connects to the syringe. A sample of the tubing involved in the incident is no longer available. It has been sent back to the MFR for replacement at no charge.